Manufacturer narrative:
On may 25, 2022 the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade device evaluation completed on may 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified breast augmentation with a mentor memorygel, 295cc silicone breast implant experienced right sided capsular contracture grade unknown post procedure. As a result, the patient underwent unilateral replacements with cat#: sdc135h, sn#: (B)(4) on (B)(6) 2021.